Manufacturer narrative:
(B)(4). The device has been received by zimmer biomet (B)(4) for evaluation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a reverse total shoulder arthroplasty, the pin fractured during insertion. The surgery was successfully completed with an alternative product. There were no patient consequences reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed one returned pin is fractured and one exhibits wear marks device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Sem analysis concluded that the tm glenoid pin fracture showed indications of torsional overload mode of fracture by exhibiting ductile dimples. Root cause of the event could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.